Event description:
The product complaint report shows the customer alleged the ventilator's audible alarm was intermittent. The customer reported that a loose speaker wire was cause of the intermittency. There was no report of any pt involvement. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.